Event description:
The remstar pro c-flex+ was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and there was evidence of deteriorated foam. Additionally, the complaint was confirmed, and the device was scrapped as per customer request. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.